Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands falling off varix.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2025. During the procedure, it was noticed that the band was fractured. A provided photo shows that the band failed to remain attached to the varix. The procedure was completed with another speedband superview super 7device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2025. During the procedure, it was noticed that the band was fractured. A provided photo shows that the band failed to remain attached to the varix. The procedure was completed with another speedband superview super 7device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands falling off varix. Block h2 (additional information): block d4 (lot number) has been updated. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the teeth were damaged. Additionally, it was found that the slack was taken up and the handle had evidence that the loop was secured to the post. A photo is attached, showing that the bands were damage. No other problems with the device were noted. The reported event of bands damaged/defective" and "bands falling off varix" were confirmed. Upon analysis, the marks on the ligator housing teeth implies that the device might have been used with too much force this caused the teeth to get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged and also affecting the functionality of the handle when deploying the bands. The customer provided a picture where was possible to observe that the bands were damaged. Alternatively, the problem could be related to the technique used by the physician when inserting the device into the patient, which may have contributed to the damage and affected the handle functionality during band deployment. It is possible that the reported problem of the bands failing to deploy might have to do with the technique used by the physician or the way the device was handled. It is possible that the way in which the device was placed, or the tortuosity during the procedure, affected the functionality of the handle, causing the bands to feel difficult to deploy. The marks on the ligator housing teeth imply that the device might have been used with too much force, or perhaps this could be attributed to the way the physician was entering the device through the patient, affecting the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.